Manufacturer narrative:
The customer confirmed in a good faith effort (gfe) response that they had completed a purchase order for a replacement central processing unit (cpu) printed circuit board assembly (pcba). Multiple additional gfes were attempted to obtain confirmation of part replacement and issue resolution, but no response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product was confirmed through remote troubleshooting to have malfunctioned. It was determined that the likely cause of the issue was a mechanically damaged port on the cpu pcba.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device did not trigger alarms for the nurse call system. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that when the device alarms, the nurse call system does not. The nurse call cable was confirmed to be connected and checked as good, but there was damage noted at the jack connector on the back of the v60. The rse informed the customer that connector is part of the central processing unit (cpu) printed circuit board assembly (pcba) and provided the part information so that the customer could order a replacement, which they acknowledged and confirmed they would do. This investigation is ongoing.